Event description:
It was reported that a bridge bolus was not performed after a drug concentration change. During a pump refill, the drug concentration was changed from 15mg/ml dilaudid to 30mg/ml dilaudid. The previous concentration and dose was left programmed. The patient did not experience any symptoms. Troubleshooting was not performed. The patient was reported to be receiving therapy with no problems.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8840, serial# unknown, product type programmer, physician; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).